Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose of 520 mg/dl while using the ilet and, after confirming drops in the tubing and changing the cartridge, completed a guided infusion site change and resumed insulin delivery. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.